Manufacturer narrative:
Additional information: g4, h2, h6. No device analysis results are available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed discrepancies to the power supply in the form of frayed/exposed wires. There was not any evidence of exposed wires to the power cord as reported. Unit powered on successfully with a known working test power supply in conjunction with the returned power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that there were sparks coming from the unit and the power cord was frayed. The unit was replaced.